Manufacturer narrative:
The device was received with button error alarm and intermittent button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states starting to rewind and the button error alarm came up. The customer's blood glucose at the time was 122mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being replaced and returned for analysis.